Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint 2162019 has been evaluated for the malfunction code tubing connector detached from infusion set (cannula part/base piece). The batch 6008157 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008157 were previously tested in 2138511 on (B)(6) 2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the base connector test according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008157 was manufactured according to the wi version 115 in the line 6, on 21/jul/2024, with a total of (B)(4) units. Gluing of tubing. The lot 4g00583 was manufactured according to the wi version 11 in the gluing of tubing machine igtl01, on 18/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/may/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6008157 and no other complaints have been registered in database for the same lot 6008157 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detached from connector event on (B)(6) 2025 the site of detachment was from connector the infusion set was in use for 12 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.